Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 496mg/dl and customer alleged for possible under delivery. Customer¿s blood glucose was 395mg/dl and customer was treated with manual injection. Customer had small bubbles in tubing length and insulin did not exit at quick release. Insulin pump will not be returned for analysis.